Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. D4: UDI: as the device information was not provided, the UDI is not available. D6a. Implantation date: (B)(6) 2000. D6b. Explantation date: (B)(6) 2025 was reported to be the initial as part of a two stage approach. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old female patient underwent a breast augmentation with two unspecified saline breasts prostheses and experienced a deflation on the left side post-operatively (did not recall any trauma). The patient reported dissatisfaction with the procedural outcome on both sides. The patient felt they were too large. As a result, the patient was to undergo a two-stage implant explantation process on (B)(6) 2025 where the contralateral side would be deflated. The final swap-out of the breast prostheses would be done at a later time. This report is for the right-side device.

Manufacturer narrative:
On october 21, mentor received additional information regarding the patient's explantation date. It was reported that the patient underwent device explantation on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 10, 2025, mentor received additional information regarding the patient's replacement device. It was reported that the patient's replacement devices were 260cc mentor memorygel boost breast implants (catalog number smhb260) with lot number 2055313. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 06, 2025, the mentor failure analysis lab has received the device for evaluation. The device information was determined to be a unknown smooth saline breast prosthesis. The event date was updated to january 01, 2025 as best estimate. On november 20, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring less than 0.1 cm. In addition no more leak sites were noted after leak testing. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. That normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).